Event description:
Pediatric pt was receiving a dose of gentamicin -85mg at 10mg/ml dilution- in a monoject 12 syringe. Plunger in syringe did not push drug through IV line, but drug leaked backward around plunger of syringe.